Manufacturer narrative:
H.6. Investigation: customer returned several images. One image showed a number of 4mm, 32 gauge pen needles. The pen needles are all missing their teardrop label. Several are also missing their inner shield. The image is not clear enough to determine if they have been used or had other damage. Additionally, one features an unknown red mark on its outer cover. The nature of this splotch of material cannot be determined using the information available. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd was able to confirm the customer¿s indicated failure of missing teardrop labels. Based on the samples received, bd was able to confirm the customer¿s indicated failure of foreign matter on the outer shield. Based on the samples received, bd was able to confirm the customer¿s indicated failure of missing inner shields. Based on the photos returned and the fact no physical samples were returned for investigation this cannot be confirmed to be manufacturing related. H3 other text : see h.10

Event description:
It was reported that pn 32g 4mm 5b xtw easyflow la came with no tear drop label on 10 occasions, had foreign matter, and the package was damaged. The following information was provided by the initial reporter: client bought three boxes of medicine from the 4bio distributor and received 3 needle bags, with 30 needles each. In the second forteo application pen, therefore in the second bag, 10 needles came with no tear drop label, some without the inner shield green and one with an indication of used. *********************************************************** there were 10 needles out of quality. And one of them, attached to the photo, where ¿apparently¿ seems to have a remnant of blood outside the package.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pn 32g 4mm 5b xtw easyflow la came with no tear drop label on 10 occasions, had foreign matter, and the package was damaged. The following information was provided by the initial reporter: client bought three boxes of medicine from the 4bio distributor and received 3 needle bags, with 30 needles each. In the second forteo application pen, therefore in the second bag, 10 needles came with no tear drop label, some without the inner shield green and one with an indication of used. There were 10 needles out of quality. And one of them, attached to the photo, where ¿apparently¿ seems to have a remnant of blood outside the package.